Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure on (B)(6) 2010. According to the complainant, the physician performed a uterine sound and the patient's uterus was perforated. The perforation was noticed once the device was inserted into the patient. The procedure was aborted. Additional follow up with the physician reported, the uterine perforation was caused by the hta device sheath. The size of the perforation was reported to be approximately 9 mm. The patient was administered an ultrasound and administered the antibiotic augmentin as treatment. A fluid loss alarm error message was generated on the system. However, a cervical leak did not occur. There were no further complications reported with this event. The condition of the patient is reported to be stable.

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device has not been returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.